Event description:
(B)(6). It was reported that post coronary stenting treatment procedure, jailing and plaque shift occurred. The subject presented for cardiac evaluation. Cardiac catheterization was recommended which revealed 90% stenosis in the 1st proximal aspect of the right posterolateral (rpl) and was treated with placement of a 2.5 x 12 mm non-bsc stent and post-dilated with 2.5 x 12 mm quantum balloon leading to jailing and plaque shift into small branch of right coronary artery (rca). This was treated with dilatation using a 2.0 x 12 mm apex balloon with excellent flow on run off.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).